Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023, generating a negative result. Repeat testing was performed using a binaxnow covid-19 antigen self-test on (B)(6) 2023 using a nasal sample, generating a positive result. Confirmation testing was performed on (B)(6)2023 via an unknown pcr platform and generated a positive result. Consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 24mar2023 on a nasal sample. Initial testing was performed using an unknown brand of rapid antigen test on 23mar2023, generating a negative result. Repeat testing was performed using a binaxnow covid-19 antigen self-test on 25mar2023 using a nasal sample, generating a positive result. Confirmation testing was performed on 25mar2023 via an unknown pcr platform and generated a positive result. Consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218590 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 218590, test base part number 195-430h/ lot: 215911. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218590 showed that the complaint rate is 0.00166%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.